Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device did not heat past 15c during the functional verification. It drained upto 0.5 liters from the right drain port and the device heated to 40c. The device was overfilled. Per follow up information received via email on 18aug2023, updated entry description (see attachment). Issue was easily resolved. Staff filled the tank too much. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device did not heat past 15c during the functional verification. It drained upto 0.5 liters from the right drain port and the device heated to 40c. The device was overfilled.